Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon used an axiem stylet to guide an endoscopic ventricular biopsy. The patient was registered, accuracy verified, prepped and draped and then determined that when the surface of the skin was touched, the crosshair on the screen hovered superficially by approximately 5mm. It was reported that this inaccuracy did not present later in the procedure, it was thought to be too superficial. The surgeon opted not to trouble-shoot and proceeded with navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was not related to a software issue. The site used the application in an off label way and was unsuccessful. The software functioned as designed. The site was informed of the off label use but chooses to continue to do procedures this way.

Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, found no further inaccuracy issues have been reported. No parts have been returned to manufacturer for analysis.